Event description:
Boston scientific received information that this patient passed away from tamponade approximately three weeks following the implant procedure. During the implant, this right ventricular leads threshold measurements were elevated, therefore the lead was repositioned and improved. There did not appear to be any indication of a lead issue from the measurements they observed. No further information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.